Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 468 mg/dl. Customer had symptom of vomiting and large ketones. Customer was hospitalized due to diabetic ketoacidosis. Customer was in the intensive care unit for four days and was treated with IV drip. Customer reported that insulin pump was not working properly and not delivering which caused another emergency room visit on (B)(6) 2015 with blood glucose of 109 mg/dl. Customer had symptoms of vomiting, large ketones and severe stomach cramps. Customer was told to wait or go home since blood glucose was dropping. Troubleshooting was performed on insulin pump and insulin pump passed high pressure test. Customer was advised to follow up with healthcare professional regarding high blood glucose and infusion set length alternatives.